Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 10:07 am. The patient was unconscious prior to the time of passing. It was reported that the patient's wife, daughter, and grandson were present at the time of passing. It was reported that paramedics attempted resuscitation efforts for 45 minutes. Review of the download data, indicates the patient received two shocks in response to CPR/motion artifact. The lifevest delivered the first treatment at 09:40:53, while CPR/motion artifact obscured the ECG, but intermittent cardiac activity was seen. The patient's post shock rhythm for was asystole with CPR artifact and intermittent cardiac activity. The patient received a second lifevest treatment at 09:48:11, while the patient was in asystole with CPR/motion artifact with intermittent cardiac activity. The patient's post shock rhythm for was asystole with CPR artifact and intermittent cardiac activity. The response buttons were pressed after the first treatment was delivered. The response buttons functioned appropriately. It is unclear who was pressing the response buttons at this time. The patient was last seen in asystole. The patient passed away on (B)(6) 2020 at approximately 10:07 am.